Event description:
It was reported that the patient received inappropriate shocks for atrial tachycardia/fibrillation with rapid ventricular response. The patient was brought to the emergency room. The patient was unconscious and intubated at the time of interrogation but was reported to have been awake and alert after being shocked. The patient was scheduled to have an atrioventricular node ablation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One ventricular non-sustained tachycardia episode at 180 ms occurred on (B)(6) 2013. Products: 5076 implantable pacing lead 2010 (B)(6). (B)(4).